Event description:
The doctor tried to lock the blade after insertion into the patient femoral head. He could not lock he blade and then made a further turn of the driver when the blade went idle and led to the unlock condition. He then removed the blade out and then again he inserted into the patient femoral head, but the blade never locked. The doctor then used a smaller size of the blade and the operation succeeded without any problem. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation of the returned blade could not identify the root cause for the reported problem. The carried out functional test could not identify any deviation to the specifications. After disassembling all parts were visually found to be in faultless condition. The investigation was not able to determine the exact reason causing the reported problem. No product fault could be detected. This complaint has been determined to be invalid. Device is not distributed in the united states, but is similar to device marketed in the USA.